Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device had cracked case at display window corner, battery tube threads, minor scratches on the display window, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the buttons on the insulin pump weren't responding. Customer's blood glucose was 203 mg/dl. The device is returning for analysis.